Event description:
An asymptomatic patient presented in-clinic for normal change out due to eri. Externalized conductors were noted via fluoroscopy. No electrical anomalies were detected. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.